Manufacturer narrative:
As received, the device was above eri. The reported field event of lead impedance anomaly was confirmed. Atrial, right ventricular, and left ventricular pacing lead impedances were out of range on the bench. High voltage lead impedance was also out of range on the bench. The cause of the trim issue could not be determined.

Event description:
It was reported that a patient presented with their atrial and ventricular leads that exhibited noise and high pacing impedances. High defibrillation impedance was also noted on the ventricular lead. During procedure, the physician suspected an implantable cardioverter defibrillator header issue and the device was replaced. The leads remained implanted and performed well with the new device. The patient was related manufacturer reference stable. Number: 2017865-2021-06050, related manufacturer reference number: 2017865-2021-06052.